Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed during infusion with a small volume infusor. Residual drug remained and a fluid leak was observed inside the housing. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
One actual infusor was returned containing no fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.